Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Customer collected sample 1 from the patient 1 on (B)(6) 2021, which was tested on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 negative (reported to the physician). Sample 1 from patient 1 was retested on the same day on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to the physician). Sample 1 from patient 1 was retested on the same day on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive (reported to the physician). Customer collected sample 1 from patient 2 on (B)(6) 2021, which was tested on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 negative (reported to the physician). Sample 1 from patient 2 was retested on (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive (reported to the physician). Review of data provided by the customer for the initial negative test results showed weak amplification. Repeat testing with positive results showed late cycle threshold values. The customer suspected insufficient specimen mixing as the cause for initial negative results. Examination of pcr raw data showed no evidence of inhibition or product malfunction. According to the customer there was no harm to patients as a result of discrepant results. As per xpert xpress sars-cov-2s eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Customer collected sample 1 from the patient 1 on (B)(6) 2021, which was tested on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 negative (reported to the physician). Sample 1 from patient 1 was retested on the same day on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to the physician). Sample 1 from patient 1 was retested on the same day on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive (reported to the physician). Customer collected sample 1 from patient 2 on (B)(6) 2021, which was tested on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 negative (reported to the physician). Sample 1 from patient 2 was retested on (B)(6) 2021 on xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.